Event description:
Additional information indicated that this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing of fine ventricular fibrillation (vf) which delayed therapy. Therapy was not delayed for more than 60 seconds as the patient was externally rescued. A revision procedure was performed and this lead was repositioned and is working as the rate/sense channel. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If any information is received, this report will be updated.